Event description:
While troubleshooting over the phone with an abbott customer technical advocate (cta), a technician tripped over cords at the back of the architect i2000sr analyzer and fell onto the ups hitting her chest. The tech stated she briefly stopped breathing. The cta advised the tech to report the incident to her manager and seek medical attention if indicated. The tech requested to continue troubleshooting with the cta stating she would report the incident to her manager.

Manufacturer narrative:
The technician notified her supervisor and an incident report was completed. The technician was evaluated by a physician in the facility's emergency room. X-rays were taken and no fractured ribs/bones were observed. The tech stated she had a bruise on her hand and chest as well as a bump on her right breast. The tech inquired about a mammogram but the ER physician stated it was not recommended at this time but possibly in a few months. The complaint text indicates the tech was to follow up with her employee health dept within one week. No add'l info was provided regarding the follow-up visit. A review of the complaint history for architect isystem over the time period 1/1/2008 through 6/16/2008 was performed. The results of the review did not find any other complaints logged for this or a similar issue for this instrument. A review of complaints related to personal injury for the architect i2000sr system over the time period 1/1/2007 through 6/16/2008 did not find any incidents related to this issue. The abbott architect system operations manual (pn 201837-104) june, 2007) provides the following info related to addressing the customer issue: section 8 hazards describes the potential physical hazards the operator may face when operating the instrument under the following titles: operator responsibility; physical hazards. Safe practices should be observed to avoid injury when exposed to the following potential physical hazards. Trip hazards- the architect system is equipped with power cords and various computer connectors. To avoid a tripping hazard, ensure cords in high traffic areas are properly stowed. Based on this investigation, no product malfunction was identified. This is a final report.